Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with symptoms of palpitations. Upon interrogation, the pulse generator exhibited intermittent atrial undersensing. The device was reprogrammed. The patient was in stable condition post event and would continue to be monitored.